Manufacturer narrative:
It was reported that the ventilator alarmed for expiratory minute volume low. Our field service engineer (fse) investigated the ventilator on site. The fse performed a pre-use check and failed the internal leakage test, followed by loud noises from the device and water from the expiratory cassette outlet. The inspiratory pipe and pull magnet were full of water and were cleaned. The expiratory cassette was replaced. The air gas module, o2 gas module and the o2 sensor were replaced and returned for technical investigation. After the service, the device passed all performance and safety tests according to factory specifications and was approved for clinical use. Simulated use testing of the returned o2 gas module and the o2 sensor could not reproduce any failure. The pre-use check passed and no abnormal found during ventilation. The returned air gas module had vaporized water in the filter's chamber. No further investigation has been started as water residue can lead to electronics damage and ventilation stop. The water source was from the air supply. However, it was not possible to determine the root cause for water spillage. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator alarmed for expiratory minute volume low. There was no patient harm. Manufacturer ref. #: (B)(4).